Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a thumping sensation which was positional, possibly due to phrenic nerve stimulation. The patient was also experiencing chest pain. It was noted that a non-specific adjustment had been made the day prior. The left ventricular (lv) lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.